Event description:
A 16/5cc foley was inserted in the ER. Three days later the nurse attempted to remove the catheter. The nurse was unable to deflate the balloon. The urologist was notified. He also was unable to deflate the balloon. He instilled mineral oil and dissolved the balloon to allow removal of the catheter.